Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the keypad was observed to be torn over the ok button and the keypad symbols were worn. The up, down, and ok buttons were intermittently unresponsive to testing. The contrast button responded properly. The keypad was removed and contamination was observed under all of the button contacts. The audible sound was unresponsive to testing. The pump case was opened and a solder crack on the piezo contact was observed. Unrelated to the initial complaint, the display screen was dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the up, down, and ok keypad buttons were intermittently unresponsive. The reporter stated that the keypad symbols were wearing off and denied trauma, moisture, and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.